Event description:
Pt was seen in oncologist's office for chemotherapy. Port was not able to be used at the time, and the physician sent pt to the surgeon's office for evaluation. The surgeon removed the port without difficulty but noticed the catheter was verified in the right heart by x-ray. Attempted to retrieve the catheter by cardiac cath without results. Pt subsequently was admitted to another hospital for removal surgically.